Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported patient had unrelated surgical procedure and unsure if ipg was placed in surgery mode. Patient had not communicated with ipg for almost 2 years. Company manufacturer met with patient as the pc displayed the message "generator unavailable" and attempted to connect to the ipg with their cp and the ipg never displayed on the cp. Since all trouble shooting steps had been taken and the ipg would not communicate the ipg could be considered inoperable. No further plan of action taken.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.